Event description:
It was reported that the patient lost some sensation in the left foot since being implanted. It was unknown if the patients symptoms were device or procedure related. The patient was hospitalized and was reportedly doing well.